Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that starting in (B)(6) 2020 her implantable neurostimulator battery started charging very slowly so she eventually gave up charging it and last month she attempted to charge implantable neurostimulator and implantable neurostimulator would no longer take a charge. Patient confirmed that she had not charged the implantable neurostimulator in a couple of months and the recharger will only show the reposition antenna screen.